Manufacturer narrative:
Citation: avinée g et al. Trends over the past 4 years in population characteristics, 30-day outcomes and 1-year survival in patients treated with transcatheter aortic valve implantation. Archives of cardiovascular disease (2016) 109, 457-464. Http://dx.doi.org/10 .1016/j.acvd.2016.01.016. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding the feasibility and safety of transfemoral transcatheter aortic valve implant (tavi) in patients with severe symptomatic aortic stenosis. All data were collected from a single center between 2010 and 2013. The study population included 368 patients (predominantly female; mean age 84.1 years), 7 of which were implanted with a medtronic corevalve bioprosthetic valve (serial numbers not provided). Among all patients adverse events included: annulus rupture, tamponade, stroke, bleeding/vascular complications, myocardial infarction, paravalvular aortic regurgitation, valve migration requiring intervention, arrhythmia requiring permanent pacemaker implant, and valve-in-valve procedures. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.